Event description:
The elderly resident was injured as a result of falling out of bed and catching her finger in the side rail mounting hole of the bed frame causing the distal tip of her 4th finger of her right hand to be severed.